Event description:
It was reported that on (B)(6) 2026, a 16mm amplatzer septal occluder was chosen for a procedure. During procedure, the delivery system was positioned in the mid left atrium to deploy the device. As the left disc was being deployed, it cobra headed. The physician pulled the device back in the delivery sheath and attempted to deploy it again and it came out deformed again. The physician removed the device from the patient and placed a new 18mm amplatzer septal occluder in the patient with no issues. The deformed device ever released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 16mm amplatzer septal occluder was chosen for a procedure. During procedure, the delivery system was positioned in the mid left atrium to deploy the device. As the left disc was being deployed, it cobra headed. The physician pulled the device back in the delivery sheath and attempted to deploy it again and it came out deformed again. The physician removed the device from the patient and placed a new 18mm amplatzer septal occluder in the patient with no issues. The deformed device ever released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.